Manufacturer narrative:
Reporter's phone number: (B)(6). Reporting state: (B)(6).

Event description:
It was reported to philips that the defibrillator needed a replacement of batteries. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.